Event description:
Revision surgery - due to broken glenoid component.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00353; 521-07-250, s801 - device cracked/broke, revision surgery; surgical - quality complaints if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.